Event description:
A sales representative reports a wound ostomy continence nurse reported during visit on (B)(6) 2013 a couple of patients expressed burning while she used saf-cleanser.

Manufacturer narrative:
Based on the available information, this event is deemed a serious injury. The nurse did not provide any patient or wound type information. The representative discussed with the nurse that the product contained surfactants which may cause burning on sensitive wounds. The representative recommended shur-cleanser and saline as alternative cleansers. No additional patient/event details have been provided to date. A return sample for evaluation is not expected. Should additional information become available, a f/u report will be submitted. (B)(4).